Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system and a map shift/model displacement was identified during ablation. No error messages occurred. The catheter could not be normally positioned. The approximate difference between the map location before and after the shift was one unit of pv(pulmonary vein) height difference. Prior to the map shift, there was no cardioversion performed. No patient movement or repositioning of the patient's arms, head, or neck occurred. The patient did not cough. There were no changes to the patient's breathing or ventilation prior to the shift either. No further details were provided regarding troubleshooting of the issue or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-nov-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system and a map shift/model displacement was identified during ablation. No error messages occurred. The catheter could not be normally positioned. The approximate difference between the map location before and after the shift was one unit of pv(pulmonary vein) height difference. Prior to the map shift, there was no cardioversion performed. No patient movement or repositioning of the patient's arms, head, or neck occurred. The patient did not cough. There were no changes to the patient's breathing or ventilation prior to the shift either. No further details were provided regarding troubleshooting of the issue or completion of the procedure. No patient consequences were reported. Device evaluation details: field service engineer followed up and replaced the green patch sensor cable with another one that was delivered to the customer, and the issue was resolved. In addition, the carto 3 manufacturer initiated an investigation to look into the issue based on the study digital data. It was found that the issue is related to a software defect that is not related to the cable. The defect is being handled per defect management process. Although according to the field service engineer, the issue was caused due to a faulty green patch sensor cable. However, according to the data, no related errors were identified to prove this, and the patches were visible during the procedure, which eliminates the option of it being the root cause, and supports the investigation findings that the issue is related to a software defect. A manufacturing record evaluation was performed for the carto3 system s/n: (B)(6), and no internal actions related to the reported complaint condition were identified. Although a manufacturing related potential cause has been identified, the manufacturing record evaluation can't be performed on the green patch sensor cable as the serial number of the green patch sensor cable is not known. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).